Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly analyzed. Detailed analysis confirmed the allegation. The poly insulation bent approximately 33 cm from terminal pin, where all conductor coils at this location were fractured. X-ray also showed all fractured conductor coils.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture (loc). The lv lead was found out that there was fracture at the conductor. Additional information was received that fracture was conclusively determined through x-ray. The lv lead was also exhibited high out of range (oor) pacing lead impedance (pli). Furthermore, the patient requested a device with wireless remote monitoring capabilities. The lv lead was explanted and was replaced successfully. No additional adverse patient effects were reported.